Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2018 to assess the instrument test wells in question, which appeared as visually positive. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported to immucor technical support, on behalf of a customer site, an unexpectedly negative set of capture-r test outcomes with a galileo echo instrument, when tested on (B)(6) 2018.